Manufacturer narrative:
This report is submitted on march 19, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to loss of benefit. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 14, 2024.